Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusions occurred. The customer's blood glucose (bg) levels ranged from 400mg/dl to close to 600mg/dl. Correction boluses were delivered to address the bg level. A cartridge, infusion tubing and multiple site changes were performed to resolve the occlusion alarms. No issues were observed with the infusion set site. Reportedly, the customer did not observe drips of insulin exiting the infusion tubing during the load fill tubing sequence during one of these events. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.